Manufacturer narrative:
(B)(4). Batch # t5du00. Device evaluation summary: the analysis results found that the ntlc75 device was received with no apparent damage and with a cartridge reload present. The reload was received fully loaded with staples and with the swing tab in the locked position and both gripping surface damaged. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique. Please refer instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a gastric tube formation, the firing force was higher than expected and the firing knob did not move forward at all at the 2nd firing. There was no difficulty at the first firing. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.